Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 1.7, lab: 2.5: date: (B)(6) 2011, inratio: 1.7. Pt thinks he tested today ((B)(6) 2011) but is not sure. On (B)(6) 2011, hospitalization: pt self tester initially went in because of inratio inr result of 1.7. Pt says his hospitalization was prolonged because physician found something but he did not specify further. Pt is hard of hearing and was having difficulty understanding; unable to provide certain information.